Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the polyurethane sleeve is torn at the distal tip and the nitinol core wire is protruding above the poly surface. Polyurethane was removed at the distal tip section. Approximately 1.15-1.78cm of the distal end of the guide wire is missing. The wire meets outer diameter specifications. Sem (scanning electron microscope) analysis observed the fracture surface was partially masked due to surface organics. The visible fracture surface exhibited equiaxed ductile dimpled ruptures indicative of material in tension. No material anomalies were noted. The fracture occurred as a result of a tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days prior to the procedure the patient suffered an acute myocardial infarction on the 14th as a result of an occluded right coronary artery which was fixed. Pre-procedure angiography for this procedure revealed 90% stenosis in the left anterior descending (lad) diagonal system and at the bifurcation and 80% stenosis in the large marginal branch. Angioplasty was performed in the diagonal with a 2.5x20mm balloon catheter which was inflated several times. As residual stenosis of 70-80% remained in this large branch, a mini-crush technique was performed. A 3.5x15mm non bsc stent was placed on the pt2 wire which was in the lad and a 2.5x24mm non bsc stent was placed on the non bsc wire in the diagonal. The lad stent was parked in the mid lad and the diagonal stent was deployed first. The non bsc wire was removed from the diagonal. The lad stent was then placed appropriately in the lesion and deployed at 16 atmospheres with an unspecified balloon. Angiography showed excellent results in the lad. The physician then re-crossed into the diagonal with the same non bsc wire and angioplasty was performed twice with a new 2.5x20mm balloon. The procedure was then completed utilizing simultaneous kissing balloons in the lad with a 3.5x9mm balloon and the diagonal branch with the same 2.5mm balloon. Angiography revealed 0% residual stenosis in the lad and approximately 10% in the diagonal branch and timi grade 3 flow. Both wires were then removed and the pt2 guide wire tip fracture was noted via angiography. No perforation was noted. As the tip was in the distal portion towards the apex in a septal perforator, it was not possible to snare or otherwise remove the tip. It was noted that the wire was not shaped and had only been placed in the vessel once. Additional angiography was performed and revealed normal flow into the apex. The procedure was completed after a non bsc stent was placed in the circumflex artery.

Event description:
It was further reported that two days prior to the procedure, the patient suffered an acute myocardial infarction on the 14th as a result of an occluded right coronary artery which was fixed. Pre-procedure angiography for this procedure revealed 90% stenosis in the left anterior descending (lad) diagonal system and at the bifurcation and 80% stenosis in the large marginal branch. Angioplasty was performed in the diagonal with a 2.5x20mm balloon catheter which was inflated several times. As residual stenosis of 70-80% remained in this large branch, a mini-crush technique was performed. A 3.5x15mm non bsc stent was placed on the pt2 wire which was in the lad and a 2.5x24mm non bsc stent was placed on the non bsc wire in the diagonal. The lad stent was parked in the mid lad and the diagonal stent was deployed first. The non bsc wire was removed from the diagonal. The lad stent was then placed appropriately in the lesion and deployed at 16 atmospheres with an unspecified balloon. Angiography showed excellent results in the lad. The physician then re-crossed into the diagonal with the same non bsc wire and angioplasty was performed twice with a new 2.5x20mm balloon. The procedure was then completed utilizing simultaneous kissing balloons in the lad with a 3.5x9mm balloon and the diagonal branch with the same 2.5mm balloon. Angiography revealed 0% residual stenosis in the lad and approximately 10% in the diagonal branch and timi grade 3 flow. Both wires were then removed and the pt2 guide wire tip fracture was noted via angiography. No perforation was noted. As the tip was in the distal portion towards the apex in a septal perforator, it was not possible to snare or otherwise remove the tip. It was noted that the wire was not shaped and had only been placed in the vessel once. Additional angiography was performed and revealed normal flow into the apex. The procedure was completed after a non bsc stent was placed in the circumflex artery.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire became detached. The target lesion was located in the left anterior descending artery. The pt2 moderate support 185cm j-tip guide wire was advanced to the lesion and a second non bsc guide wire was placed in the diagonal. An unknown stent was placed using an unknown balloon catheter in the diagonal. Upon removal of the wires, it was noted that approximately 15mm of the pt2 guide wire tip had detached and remained in the lad. The physician opted not to snare the tip as it was too small of a branch. There were no additional patient complications reported and the patient's condition was reported as 'fine.'